Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 25mm amplatzer amulet was successfully implanted. On (B)(6) 2022, 3 months post-procedure follow-up transesophageal echocardiogram (tee) revealed that thrombus deposit on the device. The patient's current clopidogrel medication was extended for 3 months. The patient's international normalized ratio (inr) closes to the time of the reported thrombus was 1.42 on (B)(6) 2022. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). Subsequent to the previously filed report, additional information was received that on (B)(6) 2023, that the patient was seen for a follow-up. It was revealed that there were no thrombus deposits visible on the 25mm amplatzer amulet occluder. The patient's anticoagulation therapy was discontinued, but was maintained on acetylsalicylic acid. However, on (B)(6) 2023, 3 months that after discontinuation of the patient's anticoagulation therapy, it was noted that there were new thrombotic deposits adhering the occluder. The decision was made to discontinue the acetylsalicylic acid therapy and restart the patient on a anticoagulation therapy. The patient will return in 3 months for another follow up. No additional information was provided.

Manufacturer narrative:
An event of thrombotic deposits adhering the occluder upon discontinuation of the patient's anticoagulation therapy was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a